Manufacturer narrative:
This report is submitted on 05 apr 2021.

Event description:
Per the clinic, it was reported that a drainage is performed due to the presence of a hematoma. The issue is resolved.